Event description:
It was learned through implant patient registry and investigation that a patient with a 21mm 11500a aortic valve was explanted after an implant duration of 2 years, 7 months due to ruptured aneurysm of ascending aorta. The explanted valve was replaced with a 23mm 11060a valve. Per medical records, the patient underwent repair of type a dissection with aortic rupture with ascending replacement using 32mm gelweave graft and total root replacement using a 23mm konect valved conduit, lca and rca coronary grafts with 8mm gelweave grafts.

Manufacturer narrative:
Manufacturer narrative: health effect - clinical code, device code(s), and type of investigation. A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Corrected data: section b5 model # 11400a updated to 11500a. Based on the additional information, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry that a patient with a 21mm 11400a aortic valve was explanted after an implant duration of 2 years, 7 months due to unknown reason. The explanted valve was replaced with a 23mm 11060a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.